Manufacturer narrative:
While the customer had made statements initially that the device would not alarm, further review confirmed that there were clear indicators that informed the user that the ECG/arrh alarms were off and alarms would not be provided under such conditions.

Event description:
The customer reported "ECG/arrh alarms are off, cannot enable alarms in configuration mode, wouldn¿t save, and wouldn¿t alarm" on the mx40. The device was not in use on a patient.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported "ECG/arrh alarms are off, cannot enable alarms in configuration mode, wouldn¿t save, and wouldn¿t alarm" on the mx40. The device was in clinical use at the time the issue was discovered. There was no report of any adverse event or patient harm.